Manufacturer narrative:
Qn(B)(4).teleflex received the device for investigation. The reported complaint of sheath leaked is not confirmed. No leaks were noted from either of the returned sheaths. The returned devices passed visual and functional test specifications. The root cause of the complaint is undetermined.additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly per the instructions for use (IFU) and can result in damage to the iabc.a device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.teleflex assessed the risk for the reported complaint. There are no new or revised risks.an in-service has been requested to reiterate the instructions for use (IFU) to the customer.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted the staff noted that there was blood leaking from the lateral wall of the steel wire sheath. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted the staff noted that there was blood leaking from the lateral wall of the steel wire sheath. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint that "blood leaking from the lateral wall of steel wire sheath" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted the staff noted that there was blood leaking from the lateral wall of the steel wire sheath. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.